Event description:
Patient reported left-side "popped". Healthcare professional later confirmed "deflation". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Lab analysis: based on the device analysis grid, the assessments of the complaint are: - deflation: observed an opening assessed as unidentified (tear) opening. As per the investigation procedure, wear abrasion and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a5, a6, b5, b6, d.6b, d9, h3, h6.

Event description:
The device has been explanted and replaced. Healthcare professional observed "hole, non-specific" during surgery.